Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an ipg revision procedure and was doing well postoperatively. Nothing was explanted during the revision.